Manufacturer narrative:
Initial conclusions show that the event was caused by improper use of the prox4s wheelchair; operator error. There was no malfunction associated with the injury allegation. It was reported that the anti-tippers were in the up position preventing correct use. The user¿s manual explicitly warns that anti-tippers must be used at all times. Return for inspection is not anticipated, as the wheelchair was serviced by the territory business manager (tbm). Tbm reported that the anti-tippers have been set to the correct down position, adjustments have been made to the wheelchair to accommodate the end user¿s weight gain and the prox4s wheelchair is working well for the end user. End user was re-educated on the proper usage of anti-tippers during operation of the wheelchair. The DHR was reviewed and the prox4s wheelchair met specifications prior to distribution. In conclusion, the underlying cause of the event was that the end user failed to adhere to the warnings in the user manual. No further investigation will be performed, unless additional information should be provided that indicates an additional underlying cause.

Event description:
End user is stating that 8 months ago that the chair tipped backwards while the end user was going up a small incline, causing the end user to fall back and hit his head, causing a contusion on his head. End user ended up in the hospital for 3 days. The end user is still using the chair. Territory business manager (tbm) made some adjustments to the chair, the anti tippers were all the way up and tbm moved them back to the down position, and moved the back upholstery was in a loose position, and the tbm tightened up the adjustable tension, so now the end user sits in front of the back canes, where before he sat about 4 inches behind the back canes, making the chair unstable. Tbm made the suggestion to the pt that the back upholstery be replaced. Also suggested that the center of gravity be moved back to make it more stable to accommodate the patient's weight gain and balance the chair. Wheel chair is not being returned, since chair was adjusted, and chair is working for the end user. Update from consumer affairs on 8/9/2016: tbm met with dealer/va to make adjustments to the chair and assure that it was set up properly for the end users needs as the patient had gained weight and their center of gravity had changed. Adjustments just needed made, no malfunction alleged at this time. No return anticipated as chair is now working well for end user. End user was advised to leave anti tippers in down position as they had left them in up position previously. No further information provided or expected at this time.